Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular lead had high threshold and the impedance had decreased and was low. A revision was planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected lower range. The maximum high voltage coil impedance ranges from 16.9 to 21 ohms through the record between the weeks ending (B)(6) 2011 and (B)(6) 2013. Previous trend data is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.